Event description:
It was reported when using the pyxis medstation es system ed-a main drawer 6 failed to open, prevented the user from removing medications for the patient. The customer stated that the user was able to acquire medication from station next door and there was no delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pocket e3 was overstuffed with medication and the lid latch was broken. A field service engineer removed the broken pocket, and the customer removed the medication to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.